Event description:
Related manufacturer reference number: 2017865-2022-09193. It was reported that patient presented to emergency room after experiencing discomfort. Upon interrogation, it was noted that patient's pacemaker and right ventricular lead exhibited loss of capture. The pacemaker was not able to recognize loss of capture. During lead revision procedure, it was noted that the lead helix was failed to retract. The lead was capped and replaced on (B)(6) 2022. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of inability to capture was not confirmed. As received, the device output and telemetry communication were normal. Analysis performed did not identify any functional issues. During analysis, a failure event was observed which was unrelated to the reported event. As received, visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.